Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device was tested with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. The evaluation was unable to determine the cause. Evaluation of known were the failing components and were replaced.

Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No patient injury was reported. No further information was available.